Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite texium low sorbing infusion set had leakage. The following information was provided by the initial reporter: (B)(6) leaking at filter. Leak was not identified until nursing started infusion.